Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping") and menorrhagia ("abnormally heavy menstrual bleeding"). The patient was treated with surgery (on (B)(6) 2017, underwent hysterectomy procedure to remove the essure). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, menorrhagia and pelvic pain to be related to essure. The reporter commented: she sought medical attention multiple times for her symptoms from her physicians. Since having the surgery, her symptoms are mostly resolved incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure devices which were embedded in the tubes'), device expulsion ('migration of essure; lodged in uterus/ malposition of essure device location of device: uterus'), pelvic pain ('pelvic pain /pain'), abdominal adhesions ('bowel adhesions after hysterectomy'), seizure ('seizures') and enterocolitis infectious ('bowel infection') in a 35-year-old female patient who had essure (batch no. C91771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included alprazolam. The patient's concurrent conditions included ovarian cyst, fatigue, nabothian cyst and seizures. Concomitant products included cefalexin (cephalexin), cyclobenzaprine, duloxetine, ergocalciferol (vitamin d2), gabapentin, hydrocodone, ibuprofen, levetiracetam, linaclotide (linzess), ondansetron, paracetamol (acetaminophen), sumatriptan and topiramate. On (B)(6) 2015, the patient had essure inserted. From (B)(6) 2015 until (B)(6) 2017, the patient received alprazolam at an unspecified dose and frequency. On (B)(6) 2016, the patient experienced fatigue ("fatigue"), headache ("headaches") and nausea ("nausea"), 1 year 3 months after insertion of essure. On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)-type: urinary"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and seizure (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced abdominal adhesions (seriousness criterion medically significant) and ovarian cyst ("ovarian cyst"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), enterocolitis infectious (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), menorrhagia ("abnorma]ly heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), migraine ("migraines") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (on (B)(6) 2017, underwent hysterectomy procedure to remove the essure, total hysterectomy (uterus and cervix removed), total hysterectomy (uterus and cervix removed)/salpingectomy and laparoscopic for bowel adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, abdominal adhesions, seizure, enterocolitis infectious, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia, migraine, nausea, dyspareunia, vaginal haemorrhage, vaginal infection, vaginal discharge, urinary tract infection and ovarian cyst outcome was unknown, the pelvic pain and abdominal pain had resolved, the abdominal pain lower and menorrhagia was resolving and the headache had not resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, dyspareunia, enterocolitis infectious, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details: 5 mm hysteroscope placed inside endometrial cavity, both ostia visualized. Essure devices deployed into the left and right ostia. Left ostium 3 coils, right ostium 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. "Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :fatigue, headache, pelvic pain, nausea, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: pfs received. Events added: urinary tract infection and ovarian cyst. Event onset date were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure devices which were embedded in the tubes"), device expulsion ("migration of essure; lodged in uterus/ malposition of essure device location of device: uterus"), pelvic pain ("pelvic pain /pain"), abdominal adhesions ("bowel adhesions after hysterectomy") and seizure ("seizures") in a 35-year-old female patient who had essure (batch no. C91771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, fatigue, nabothian cyst and seizures. Concomitant products included cefalexin (cephalexin), cyclobenzaprine, duloxetine, ergocalciferol (vitamin d2), gabapentin, hydrocodone, ibuprofen, levetiracetam, linaclotide (linzess), ondansetron, paracetamol (acetaminophen), sumatriptan and topiramate. On (B)(6) 2015, the patient had essure inserted. From (B)(6) 2015 until (B)(6) 2017, the patient received alprazolam at an unspecified dose and frequency. In 2016, the patient experienced fatigue ("fatigue"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), menorrhagia ("abnorma]ly heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), enterocolitis infectious ("bowel infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)), surgery (on (B)(6) 2017, underwent hysterectomy procedure to remove the essure) and surgery (laparoscopic for bowel adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, abdominal adhesions, seizure, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia, migraine, headache, nausea, dyspareunia, vaginal haemorrhage, vaginal infection, enterocolitis infectious and vaginal discharge outcome was unknown, the pelvic pain and abdominal pain had resolved and the abdominal pain lower and menorrhagia was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, dyspareunia, enterocolitis infectious, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, seizure, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details: 5 mm hysteroscope placed inside endometrial cavity, both ostia visualized. Essure devices deployed into the left and right ostia. Left ostium 3 coils, right ostium 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. "Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :fatigue, headache, pelvic pain, nausea, embedded device most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information updated. Events abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), malposition of essure device location of device: uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were clubbed with previously reported events. Events vaginal haemorrhage, vaginal infection, enterocolitis infectious, vaginal discharge, abdominal adhesions were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure devices which were embedded in the tubes"), device expulsion ("migration of essure; lodged in uterus"), pelvic pain ("pelvic pain /pain") and seizure ("seizures") in a 35-year-old female patient who had essure (batch no. C91771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, fatigue and nabothian cyst. Concomitant products included cefalexin (cephalexin), cyclobenzaprine, duloxetine, ergocalciferol (vitamin d2), gabapentin, hydrocodone, ibuprofen, levetiracetam, linaclotide (linzess), ondansetron, paracetamol (acetaminophen), sumatriptan and topiramate. On (B)(6) 2015, the patient had essure inserted. From (B)(6) 2015 until(B)(6) 2017, the patient received alprazolam at an unspecified dose and frequency. In 2016, the patient experienced fatigue ("fatigue"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), menorrhagia ("abnormal]ly heavy menstrual bleeding"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss"), migraine ("migraines") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)) and surgery (on (B)(6) 2017, underwent hysterectomy procedure to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, seizure, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia, headache, nausea and dyspareunia outcome was unknown, the pelvic pain and abdominal pain had resolved and the abdominal pain lower and menorrhagia was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain and seizure to be related to essure. The reporter commented: insertion details: 5 mm hysteroscope placed inside endometrial cavity, both ostia visualized. Essure devices deployed into the left and right ostia. Left ostium 3 coils, right ostium 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. "Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :fatigue, headache, pelvic pain, nausea, embedded device most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events "dysmenorrhea, apareunia , fatigue, hair loss, migraines , headaches, nausea, migration of essure; lodged in uterus , dyspareunia", reporter, lot number added from pfs, concomitant, historical condition, lab data reporter added from medical records. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure devices which were embedded in the tubes"), device expulsion ("migration of essure; lodged in uterus/ malposition of essure device location of device: uterus"), pelvic pain ("pelvic pain /pain"), abdominal adhesions ("bowel adhesions after hysterectomy") and seizure ("seizures") in a 35-year-old female patient who had essure (batch no. C91771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, fatigue, nabothian cyst and seizures. Concomitant products included cefalexin (cephalexin), cyclobenzaprine, duloxetine, ergocalciferol (vitamin d2), gabapentin, hydrocodone, ibuprofen, levetiracetam, linaclotide (linzess), ondansetron, paracetamol (acetaminophen), sumatriptan and topiramate. On (B)(6) 2015, the patient had essure inserted. From (B)(6) 2015 until (B)(6) 2017, the patient received alprazolam at an unspecified dose and frequency. In 2016, the patient experienced fatigue ("fatigue"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), menorrhagia ("abnorma]ly heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), enterocolitis infectious ("bowel infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)), surgery (on (B)(6) 2017, underwent hysterectomy procedure to remove the essure) and surgery (laparoscopic for bowel adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, abdominal adhesions, seizure, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia, migraine, headache, nausea, dyspareunia, vaginal haemorrhage, vaginal infection, enterocolitis infectious and vaginal discharge outcome was unknown, the pelvic pain and abdominal pain had resolved and the abdominal pain lower and menorrhagia was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, dyspareunia, enterocolitis infectious, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, seizure, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details: 5 mm hysteroscope placed inside endometrial cavity, both ostia visualized. Essure devices deployed into the left and right ostia. Left ostium 3 coils, right ostium 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. "Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :fatigue, headache, pelvic pain, nausea, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.